Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) unit was not functional, that it displayed an error message indicating that button press was detected and registered that a button was active. It was further reported that the overlay was broken. There was no patient involvement.